Event description:
During the egd procedure dr. Was performing a balloon dilation of the esophagus. After the balloon was filled with the appropriate fluid, before the balloon was deflated the balloon burst inside the patient¿s esophagus. Dr. Then checked the patient¿s esophagus for trauma or bleeding and then withdrew the scope. No harm noted to patient. FDA safety report ID # (B)(4).